Event description:
It was reported that during an attempted implant, the physician experienced placement difficulty due to an issue with the helix. The lead was removed and the helix was tested outside of the patient. The helix took 35 turns before it would extend and would not retract again. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrin sically over-rotated. Visual summary analysis of the lead indicated damage at implant.